Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their top aligner is cutting their gum causing pain and bleeding. Provided patient with discomfort tips and recommendations to file the sharp areas on the aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.